Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed evidence of short battery life. During testing the pump powered on using the returned battery cap. The battery compartment was found to be cracked extending from the threads to the case seal. The battery cap was not able to be fully secured to the pump. No power losses occurred during testing. The pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and a leak was found at the battery compartment crack. The pump case was removed and evidence of moisture contamination was found inside the pump. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation. The complaint of moisture ingress was able to be confirmed during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.